Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor was broken during the procedure. A backup device was available to complete the procedure without incident after a short delay of less than 30 minutes.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken at the suture slot. The break is angular in nature. The anchor body is slightly bent. Removal of the anchor from the inserter showed the inner shaft is bent. The condition of the device indicates axial alignment was not maintained during insertion of the anchor causing the reported breakage. Per the devices IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. Further investigation is not warranted at this time.